Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. A signal noise occurred at all the electrical potential including the surface of the lab and limb lead. The issue was improved by removing the catheter from the patient interface unit. Connections were checked and reconnected. The cable was then changed but the issue continued. The issue was resolved by exchanging the product. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is being reported because there was noise on all the electrical potentials.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. A signal noise occurred at all the electrical potential including the surface of the lab and limb lead. The issue was improved by removing the catheter from the patient interface unit. Connections were checked and reconnected. The cable was then changed but the issue continued. The issue was resolved by exchanging the product. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).